Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was heating up and intermittently will not hold the burrs in the attachment / motor was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the inner hose was disconnected at the connector end. It was determined that this condition was caused by applying too much tension to the hose while handling the device. It was further determined that this is what caused the console to display an a1 error code and pre-assessment could not be completed. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece device was heating up and would intermittently not hold the burr devices in the attachment/motor. It was reported that there was a delay as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.